Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a leak at the filter, at the point where the little spot is on the filter. There was no patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: two samples were returned for investigation. The samples were received without its original packaging, decontaminated and inside in a plastic bag. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. No obstructions, damaged or broken, or other defects were detected in none of the joins of the product. Leak testing on the samples received were performed using hydrostatic vessel as procedure. During the test, the filter presented leak on both samples. The complaint was confirmed. Per investigation, the cause of the issue appears to be user related, however, CAPA-000542 was opened to perform a complete root cause analysis of the failure mode as well as to address corrective actions. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).